Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope, with no reported complaint. During the evaluation of the device, dirt in large light guide lens was observed. The service repair technician indicated that the most likely cause of the dirt in large light guide lens could not be established. There was no patient involvement.